Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged and that usb port of the pump appeared to be damaged. Although requested, the customer declined to provide further information or participate in troubleshooting.

Event description:
It was reported that the usb port of the pump appeared to be loose and damaged. The usb cable needed to be maneuvered in the usb port in order to charge the pump. There was no reported impact to the customer's blood glucose. Although requested, the customer declined to provide further information or participate in troubleshooting.